Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was broken at reservoir connection and plastic guard and o ring was missing. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.